Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device consistently alarms for downstream occlusion. It can be made to work temporarily, but the issue typically recurs after about four days. Even after clearing the line and thoroughly checking everything, the downstream occlusion alarm still reappears. The event occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was damaged. The dso seal was replaced.